Event description:
It was reported that a farawave 2.0 nav cath 31mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. The physician noticed that the wire would not go out of the catheter tip. Tried changing the wire but would not budge. Ended up changing the catheter. Then the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The farawave 2.0 was visually inspected for damage or defects related to the stuck guidewire complaint observed in the field. It was noted that the catheter was returned in flower deployment with the guidewire still stuck inside the guidewire lumen. The device was put on the x-ray to look for any abnormalities that could be related to the stuck guidewire. It was observed that the guidewire was stuck just proximal of the tip of the spline cage. The guidewire lumen was dissected distally to look for anything that might have caused the guidewire to get stuck. Dissection revealed some tissue or/and dried blood on the tip of the guidewire. Analytical lab testing of the observed matter confirmed it was consistent with a protein reference spectrum. However, it was inconclusive on whether or not actual tissue was present. The allegation was confirmed through analysis.

Event description:
It was reported that a farawave 2.0 nav cath 31mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. The physician noticed that the wire would not go out of the catheter tip. Tried changing the wire but would not budge. Ended up changing the catheter. Then the procedure was completed without patient complications. The device is expected to be returned.